Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue the customer would replace supplies as necessary and resume insulin. Ultimately, the customer reverted to a back up pump for insulin therapy.